Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in non calcified vessel. A 4.5mmx15mm maverick¿ xl balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR; returned product consisted of a maverick xl balloon catheter. The balloon was loosely folded with cloudy contrast medium in the balloon and lumen. Inspection found no apparent irregularities or defects in the balloon material or the remainder of the device. Functional testing was performed after soaking the device for 4 weeks, but the device could not be inflated or deflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in non calcified vessel. A 4.5mmx15mm maverick xl balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.